Event description:
It was reported by the aci sales professional that a (B)(6) male pt underwent a peripheral intervention procedure on (B)(6) 2012. Access was obtained at the groin via a 6f terumo sheath. A pre-procedure angiogram revealed presence of mild calcium/pvd at the access site. The pt was given 3000 units of heparin peri-procedure. Post procedure, the physician who is a trained user of the mynx, selected the mynx cadence to close the access site. It was reported that the physician stated he got the balloon back to arteriotomy, shuttled down and felt the click; however, when he retracted the sheath, the sealant and advancer tube were retracted as well, leaving only the balloon catheter wire showing. The doctor deflated the balloon, removed the device and converted the pt ot 25 mins of manual compression with no further complications . Hemostasis was achieved. Pt was ambulated and sent home on the same day.

Manufacturer narrative:
The visual inspection of the device showed the shuttle engaged to the handle and the procedural sheath pulled back against the shuttle. The shuttle down procedure was simulated and the sealant was deployed. A number of component features were measured and inspected that may have contributed to the incident. All features were found within specification. The root cause of the reported failure could not be conclusively determined. The review of the lhr (lot f1125302) indicated that the mynx lot met all established performance criteria prior to shipment.